Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer would not boot up. Multiple start ups were performed without any problem found. A software reconfiguration will be performed to eliminate any possible software issues. It was also determined at analysis it was observed intermittently that the stylus response was bad. The stylus was replaced and calibrated as a preventative measure. The keyboard latch was broken, and the paper tray was empty. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.